Event description:
It was reported that the product was expensive and did a good job but had 4 failures in the last 3 weeks. When the product failed and did not take away the urine, it was a giant mess. Customer felt that the product was not being checked before being sent out. Customer stated that the product was not living up to its expectations and something was wrong in how it was manufactured.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). A DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.